Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and analysis. No review of manufacturing records for complained parts can be performed either since product information is unknown. No x-rays nor pictures of explanted components were provided either. From follow-up communication with complaint source it was confirmed that no further information regarding the case can be retrieved, therefore no further root cause investigation is possible. Taking into account the involved product family smr shoulder, no adverse trend has been identified for reported issue in the last year. According to investigation carried out, no corrective action is needed for this event. The manufacturer will continue monitoring the market in order to detect any similar event.

Event description:
Revision surgery was performed on (B)(6) 2025 due to cuff failure. Previous surgery occurred in the remote past (exact date is unknown) and surgeon performed a total shoulder arthroplasty with lima glenoid component and zimmer humeral stem. Patient tore his rotator cuff, therefore during revision the surgeon decided to remove the glenoid poly liner and zimmer humeral components and convert the patient to a reverse configuration with following smr shoulder system components: eccentrical glenosphere dia40mm (part number: 1376.09.041). Lateralized +2mm connector (part number: 1374.15.322). Extension for humeral reverse body (part number: 1352.15.002). Humeral reverse body short (part number: 1352.15.005). Reverse liner retentive +6mm dia40mm (part number: 1365.54.821). The only "enovis" part removed was the poly, not for failure but for conversion purposes. The remaining items were zimmer. Surgery was completed as intended. Patient is male, date of birth on (B)(6) 1952. The event occurred in the united states.